Event description:
It was reported that the nurses stated they were getting no flow rate. Guided to diagnostics, system hours at 435, pump hours at 360, inlet pressure (ip) was -6.4 psi. Disconnected and reconnected tubing using proper technique. Adjusted tubing, however, flow remained low at 0.2lpm. Explained the correlation between heater capacity and flow rate (fr). It was determined the replace the pads. Offered the option to retain the old pads for return, but the customer declined. Installed a new set of small pads, resulting in improved flow rate of 3.4lpm.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate is solved. Sample was not available for evaluation. Potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses stated they were getting no flow rate. Guided to diagnostics, system hours at 435, pump hours at 360, inlet pressure (ip) was -6.4 psi. Disconnected and reconnected tubing using proper technique. Adjusted tubing, however, flow remained low at 0.2lpm. Explained the correlation between heater capacity and flow rate (fr). It was determined the replace the pads. Offered the option to retain the old pads for return, but the customer declined. Installed a new set of small pads, resulting in improved flow rate of 3.4lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.